Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 three xience sierra stents (2.0x38mm, 2.0x33mm and a 2.75x38mm) were implanted. On (B)(6) 2020, the patient expired; however, the cause of death is unknown and no autopsy was performed. No additional information was provided.